Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for ketones and metabolic acidosis. The customer stated that she experienced high blood glucose prior to her admission. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump did not pass the test. Advised the customer that a replacement of the device would be sent. Instructed the customer to revert to back up plan until the replacement arrives. No further info was provided.